Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that 2 units of ar-1588rt, acl tightrope rt, the white suture broke when retrieving. Another new ar-1588rt was change to but the same issue happened. This was detected during an anterior cruciate ligament reconstruction of knee joint surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1588rt. There is no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d2b, g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is a user error. Excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in line with the bone socket may break the strands and impair the ability to fully seat the implant. The complaint allegation was confirmed based on the customer-attached picture, which showed a device displayed with the suture system broken.